Manufacturer narrative:
Device passed the displacement test, rewind test, prime or eating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error 43 alarm noted during testing. (B)(4).

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error 43 alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed with an error in the motor detected by reading unexpected value from hall sensor. The customer's blood glucose level was unknown at the time of the incident. Customer was unable to clear the alarm. Customer was unable to complete pump rewind. The insulin pump will be returned for analysis.